Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had no power evidenced by a blank display screen and no auditory tone or vibratory function. No further information was provided. Animas customer support made several attempts to contact the distributor in follow up, but was unsuccessful. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: review of the black box data revealed ¿power on reset¿ events recorded. The battery voltage prior to these events was above the battery alarm/warning threshold. On examination, the battery compartment and battery cap were intact without damage. The pump was able to maintain electrical connection during testing. The battery cap was fastened and then unscrewed ½ turn with no rebooting occurring. There was no power interruption during the investigation. The pump was opened for investigation and did not reveal any intermittent condition was of the power circuit. Investigation did not duplicate the complaint of no power to the pump. The pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.